Event description:
Pt was being lifted with the marisa arjo lift, and was approximately three feet above the floor. The right shoulder strap broke and pt slid abruptly to the floor onto right shoulder.